Event description:
The following has been reported: "problem: unit was in shop repair shelf with note on it" pump keeps beeping downstream occlusion." Action: tested and replaced downstream pressure sensor, calibrated. Did all functional test. Unit is working good.brought to pump garage and placed in charged. Resolution: unit back to service." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.